Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During laparoscopic clip application for a varicocele the insert of the applier for the clips broke inside the patient. The screw is still inside the pelvis of the patient.

Manufacturer narrative:
(B)(4). When reviewing the device history device of the applicable lot, it could be confirmed that the right material and all specified and required components haven been used. All defined and specified working steps are recorded on the working sheet. A root cause could not be defined. The device was not received nor have we received the lot code that is in question.

Event description:
During laparoscopic clip application for a varicocele the insert of the applier for the clips broke inside the patient. The screw is still inside the pelvis of the patient.